Event description:
It was reported that the gasket and part of the reservoir thread was broken on the insulin pump. The customer experienced high blood glucose of 300 mg/dl, following the damage to the insulin pump. No alarms were found in the history. Nothing further was reported.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a protruded and loose drive support disk. Unable to perform the excessive no delivery alarm test due to the prime anomaly. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.